Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the user observed unintended movement when operating the large needle driver instrument on universal surgical manipulator 3 (usm3). The issue persisted even after replacement to the backup instrument and another sterile adapter was reinstalled. The customer was able to resume normal operation after the same instrument was installed into usm4. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event occurred with the surgeons head inside the surgeon side console (ssc) high resolution stereo viewer, while the surgeon was attempting to manipulate the large suture cut needle driver instrument. The user inspected the instrument and found no abnormalities. During the surgical operation the surgeon attempted to move the instrument from 12 o'clock position to the 6 o'clock direction but the instrument moved to the 9 o'clock direction instead when performing the vesico-urethral anastomosis around the 4 hour mark of the surgical procedure. There was no shakiness or friction that was observed. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The procedure was completed robotically with no patient injury or harm. There was a surgical delay of 10 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue, however, the universal surgical manipulator (usm) was replaced proactively as part of customer satisfaction. The system was tested and verified as ready for use. Isi has received the usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the clinical development engineer (cde). The following additional information was provided: based on the video, unintended motion could be related to instrument hooping or instrument motion coupling (00:14 mark). The difference between the instrument working in usm4 but not in usm3 could be a result of the usm arms being at different angles which can affect the severity of instrument hooping.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and found to not confirm nor replicate the reported complaint. The usm was tested on an in-house system which did not trigger any errors. The usm was also tested on the system and passed the tests. There were no discrepancies that were found when the usm was placed back on the system to perform performance test to test different instruments. The complaint was confirmed based on the field evaluation and failure analysis.